Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded several atrial tachycardia response (atr) episodes as a result of the oversensing of noise on the non-boston scientific right atrial (ra) lead. Boston scientific technical services (ts) was contacted and data was obtained from the remote monitoring system for review. A ts consultant discussed that the noise was caused by the minute ventilation feature as a result of high impedance on the ra lead. It was noted that over the last year, the ra lead pacing impedance measurements exhibited fluctuations since (B)(6) 2017. Additional troubleshooting and programming options were discussed. No adverse patient effects were reported.